Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for magnetic resonance imaging and had high blood glucose. Blood glucose reading was 500 mg/dl. The customer¿s blood glucose at the time of call was 399 mg/dl. Troubleshooting for the customer¿s high blood glucose was declined. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.